Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This emdr is for an additional unknown quantity of wafers from unknown market units over the past 2-3 months with off centered starter holes. The patient did use them and experienced leakage. His usual wear time was 3 days but with affected wafers, wear time was 1 day. No photo is available at this time.